Event description:
Information was received from a patient regarding an external device. It was reported that the device did not charge over night. The patient stated the green light on the ac power cord plug is not on when connected to the wall outlet. Patient stated they changed the outlets but that did not resolve the issue. Patient service specialist had patient remove the li battery pack and plug the controller into the ac power patient stated there is no green light on the plug and the controller is not powered up. The issue was not resolved. A replacement ac power supply was sent out. No symptoms were reported.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID: 97745ac (serial: unknown); product type: 0001-accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.